Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited ventricular tachycardia (vt) episodes that led to anti-tachycardia pacing (atp) therapy, which slowed the ventricular rhythm. Technical services (ts) was consulted and upon review determined that the vt persists but remains below the programmed detection limit, therefore programming optimization is recommended. Additionally, oversensing of atrial channel noise that could be related to electromagnetic interference (emi) was identified on the non-bsc right atrial (ra) lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.